Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The device was explanted and the device will not be returned. The patient condition was good.